Event description:
Ous MDR - after an implantation time of about 8 months, an unexpected eos was reported. This device was explanted and returned to berlin for analysis. There are no adverse patient effects reported.

Manufacturer narrative:
The device was interrogated. The battery status eos was confirmed. There were 73 charging cycles recorded to the device memory. The inspection of the shock holter revealed that on oct. 11, 2008, 51 shocks were delivered within 22 minutes; representing a substantial load on the ICD battery. Five days after that excessive charging, the eos status was triggered. Eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses were flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified, but the shock was not delivered, indicating a depleted battery. The visual inspection of the inner assembly showed no anomalies. The electrical parameters, particularly the current consumption of the electronic module, were found to be within specifications. The electronic module was attached to an external power supply. The ability of the electronic module to deliver shock therapies was verified and found to be flawless. Furthermore an electrical static load test was preformed using a high temperature environment to detect potential high current conditions which might have triggered the eos status. An excessive charging, similar to the charging observed due to the lead migration was repeated and the electronic module proved to be within specification. In particular, the static load test did not result in a high current condition of the electronic module. The battery was sent to the manufacturer, where the records were inspected, documenting that the battery parameters were within specifications during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection did not reveal any external signs of damage. The electrical measurement confirmed the battery depletion. Calorimetric measurements, which are designed to detect potential internal self-depletions, did not reveal an increased self-depletion. The battery was destructively analyzed and was found to be depleted. Insulation resistances were verified and proved to be within specifications. No foreign particles or other anomalies were noted. There was no indication of a workmanship problem or a material defect. In summary, despite thorough analysis, no deviation of the electronic module or the battery could be identified during analysis. The current consumption of the electronic module was expected and the battery proved to be depleted but not defective.